Event description:
Lobectomy procedure. Slcr55g dlu was fired with an "incomplete firing" message. When reload was removed, the device had fired halfway leaving the knife blade in the middle of the staple line exposed. The slcr55g only fired half of the staples. Upon inspection, it appeared that the device became jammed and several staples on the proximal end had been pushed out without being formed at all. Reloaded with another device to complete case without further incident.